Event description:
It was reported that the patient underwent a revision surgery in which an unspecified penile prosthesis was removed and a new inflatable penile prosthesis (ipp) was implanted. No additional information was reported.

Event description:
It was reported that the patient underwent a revision surgery in which a penile prosthesis was removed and a new inflatable penile prosthesis (ipp) was implanted. No additional information was reported.